Event description:
Spoke with mother and father in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lots in home. Mother reports coughing, stomach ache, and intestinal gas previous 7-10 days. Denies any diarrhea. Replaced with bd brand heparin pfs flush. A week later - follow up with mother who reports no complaints of stomach ache or coughing since using new bd brand heparin flushes. Dose or amount: 500 units = 5ml, frequency: daily, route: IV. Dates of use: approx 3 weeks. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: yes.